Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. If additional information is obtained at a later time that is pertinent to this event, a follow-up report will then be submitted.

Event description:
The patient was initially treated with the afx abdominal aortic aneurysm stent on (B)(6) 2014. Approximately four (4) years post initial procedure, the patient presented with an expanding aneurysm on (B)(6) 2018. Endologix became aware of the reported adverse event on (B)(6) 2018. The physician elected to treat the patient by relining with a gore (non-endologix) device. The patient tolerated the secondary procedure well.

Manufacturer narrative:
A clinical evaluation of the reported event could not be completed due to a lack of receipt of relevant medical records and/or imaging; requests were made and an inadequate response was received. As such, event determination, off-label conditions, related patient harms, and patient disposition could not be independently assessed. The manufacturing lot review confirmed all devices met specifications prior to release. These types of events will be monitored and trended as part of the quality system. Conclusion code - remove 11.